Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump bolus history was inaccurate. The contact alleged that the logbook was displaying excessive bolus deliveries. Review of pump engineering logbook showed that all requested boluses had been delivered. In addition, during troubleshooting with tandem's customer technical support (cts), review of pump history with the customer showed that the pump bolus history was accurate. Reportedly, there was no impact to the customer's blood glucose level. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.